Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the mycarelink monitor, the telemetry phase consistently gets interrupted one-third of the way through, and the transmission was interrupted at the same spot. There was a reader position issue with the mycarelink device. The patient attempted troubleshooting by unplugging the monitor, moving it to different locations, power cycling the monitor, ensuring no electronic devices were nearby, and using a piece of cloth over the pacemaker and reader, however telemetry was not able to be established with the implantable pulse generator (ipg). The patient was referred back to their clinic. The ipg remains in use. No patient complications have been reported as a result of this event.